Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after starting the ilet, with glucose readings over 180 mg/dl for approximately 14¿16 hours and reported peaks over 400 mg/dl; the user uses a contact detach infusion set and performed troubleshooting that included disconnecting, verifying drops during fill tubing, changing the infusion site to a new body area, priming the short tubing, and filling the cannula, after which insulin delivery was resumed. Symptoms included high blood glucose. Outcomes included the need for back-up therapy with a manual insulin injection of 4 units, without emergency care or hospitalization. Investigation included guided user troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device damage was observed at the removed site. It was concluded that the event was consistent with hyperglycemia of undetermined cause with successful restoration of insulin delivery after site change and priming. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.